Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The sr reported that "detailed description of the event: (B)(6) patient. Fell 4 days ago, landing on left hip. Since then, partial functional impairment moves around with a walker, whereas normally can move around without x-ray examination performed today reveals a displaced fracture of the left ilioischiopubic branches referred to the emergency department in this context and evidence of material rupture"